Manufacturer narrative:
H3: a number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed from the reported information. D10: 3706099 180-01-56 - crown cup,cluster-hole gr.56.

Event description:
The patient was implanted with a hip prosthetic cup from exactech. As part of the manufacturer's recall campaign, the patient presented for a check-up. In the x-ray control, there was a clear decentering of the prosthesis head and unusually large osteolysis in the acetabulum. As a sign of inlay wear. This was verified when the inlay was changed to a vitd-hardened one on (B)(6) 2024 specially approved inlay (novation xle, neutral liner, group 3, 36mm i.d., ref (B)(4), sn (B)(6)). As part of the replacement operation, in addition to the inlay replacement, the firmness was determined, cup integrity as well as the curettage and sealing of the cysts in the socket using allogeneic cancellous bone and changing the prosthetic head.